Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It ws reported that during a lap cholecystectomy procedure, on the first firing across the cystic artery, the jaws of the device would not release after firing the first clip. The surgeon used another device to open the jaws, but it still would not release. The device had to pulled off the artery which caused tearing and bleeding. There was not a significant amount of blood loss. Another device was used to complete the procedure. No patient consequences.